Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent occurred. The lesion was located in the moderately tortuous, proximal left anterior descending (lad) artery. The physician attempted to place a taxus liberte 2.25x24mm drug eluting stent. On the first attempt to place the stent, crossing inability occurred. The catheter was then removed and it was noted that the proximal edge of the stent struts were flared. The procedure was completed by advancing through the circumflex (cx) artery and placing a taxus liberte 2.25x20mm stent distally, then overlapping with a taxus liberte 2.5x16mm in mid lad, then again overlapped with a taxus liberte 2.5x16mm in the proximal lad without covering the entire proximal in-stent area. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.